Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.